Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy rash that was blistery and "burning his back." Skin felt warm to touch but the electrode belt was not warm. The patient's physician recommended hydrocortisone cream. During a follow-up, it was reported that the patient's irritation improved after using the hydrocortisone cream.